Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 293 mg/dl and the sensor glucose was 41 mg/dl on 24th december. The customer¿s blood glucose was 265 mg/dl and the sensor glucose was 65 mg/dl on (B)(6). Customer stated that he treated by insulin pump on both occasions. Customer declined to troubleshoot for the high blood sugars. The sensor will be returned for analysis.